Event description:
It was reported that foreign liquid came out of the bd veo¿ insulin syringes with bd ultra-fine¿ needle when depressing the plunger. The following information was provided by the initial reporter: "stated, prior to giving her minor child her injection, she pushed down on plunger rod and a few small drops of "clear liquid" came out... Issue: there is solution is the syringe (foreign matter). Daughter just diagnosed with type 1, was using until came across on with. Estimated she used about ten on her daughter until she noticed. Is concerned about if her daughter had been injected with her."

Manufacturer narrative:
H6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid came out of the bd veo¿ insulin syringes with bd ultra-fine¿ needle when depressing the plunger. The following information was provided by the initial reporter: "stated, prior to giving her minor child her injection, she pushed down on plunger rod and a few small drops of "clear liquid" came out... Issue: there is solution is the syringe (foreign matter). Daughter just diagnosed with type 1, was using until came across on with. Estimated she used about ten onher daughter until she noticed. Is concerned about if her daughter had been injected with her."